Event description:
Two years ago the pt underwent aortic valve replacement due to severe bicuspid aortic stenosis. The pt developed increasing perivalvular leak which resulted in hemolysis and outpatient transfusion. The pt was discharged doing well, and will follow-up with cardiology.